Event description:
Reporter stated the customer saw small drops of condensation between the cartridge and infusion device, and he believes there might have been an insulin leak. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.